Manufacturer narrative:
The device was discarded by the customer and is not available for evaluation. Device identifiers are not available. Hypotony is identified in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4). Submitted to FDA on 12-28-2016.

Event description:
The surgeon reported that after an uncomplicated istent case the patient presented post-operatively with hypotony (requiring steroids), corneal folds and choroidal effusion. The eye was reported to be clear. The surgeon consulted with the glaukos medical monitor who reported that the patient had little pigmentation in the angle in which made it difficult to visualize the trabecular meshwork. Two passes were made before good istent placement. Initially, the patient¿s iop post-operatively was 0 mm hg with no wound leak and small choroidal effusion. The patient¿s iop was 10 mm hg on post-operative day 10. Additional information has been requested.